Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six rounds of anti-tachycardia pacing (atp) and a shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). During the delivery of the shock there was an alert for low shock impedance when attempting to deliver a shock. Then, the ICD recorded two instances of code 1006 indicative of high voltage detected on shock lead during charge associated to the non-boston scientific right ventricular (rv) lead. Afterwards, the device was unable to provide further shocks. Technical services (ts) was consulted and after reviewing the data recommended possible troubleshooting options and device replacement. This ICD remains in service. No additional adverse patient effects were reported. Additional information received stated that this ICD was explanted, successfully replaced and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide explant information.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six rounds of anti-tachycardia pacing (atp) and a shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). During the delivery of the shock there was an alert for low shock impedance when attempting to deliver a shock. Then, the ICD recorded two instances of code 1006 indicative of high voltage detected on shock lead during charge associated to the non-boston scientific right ventricular (rv) lead. Afterwards, the device was unable to provide further shocks. Technical services (ts) was consulted and after reviewing the data recommended possible troubleshooting options and device replacement. This ICD remains in service. No additional adverse patient effects were reported.